Event description:
It was reported that during a stenting treatment procedure, stent damage and stent migration occurred. The lesion being treated was located in the highly tortuous, highly calcified proximal circumflex (cx). The physician deployed a 3.0x16mm promus element stent. The stent appeared to have an area of indentation in the center of the stent that the physician didn't feel comfortable with. The physician attempted to push the non-bsc ivus catheter through the stent to visualize the area of indentation. The physician pulled back the unknown guide wire and then attempted to re-wired, but was unable to cross with multiple wires. In his efforts to get something "down", the physician pulled back the unknown wires and pulled the distal edge of the stent inwards and towards the vessel. The opening of the distal end of the stent went towards the vessel; the opening was not clear. The physician then took multiple balloons to open that area. Finally he got the unknown balloon to cross and began opening up the strut of the stent and then placed a larger stent. With much effort, it got in line with the first stent and opened up the distal end with a 4.0x8mm promus element stent. There was another deformation with the distal end of the 3.0x16mm stent identified and the stent was found to have migrated. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).